Manufacturer narrative:
Additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. However, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included cad, chf nyha class IV, and htn. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27mm pericardial mitral valve, implanted for approximately three (3) years and 10 months, underwent a valve-in-valve procedure due to mitral severe stenosis and mitral regurgitation. The tmvr procedure was performed with a 26mm sapien 3 transcatheter heart valve. The valve was deployed and the surgeon was happy with the position. There was no perivalvular leak. There were no complications noted. The patient was transported to the ICU in stable condition. The patient was discharged on pod #3 in good condition.